Manufacturer narrative:
Product ID 8709, lot# l76374, implanted: 2000-(B)(6), product type catheter. (B)(4).

Event description:
The patient was having an MRI of their lumbar spine. The healthcare provider reported that they thought the MRI was for a separate issue. They stated that the patient ¿mentioned that as far as she knew, the pump was empty of the medicine at the time of the report¿. The medication used within the system was unknown.